Manufacturer narrative:
The events occurred on unspecified dates over the last six months. Device manufacturer address 1: (B)(4). The devices were not returned and the lot number is unknown; therefore, a device analysis could not be completed. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that an unspecified quantity (greater than forty) of clearlink systemcontinu-flo solution sets had spiking compatibility issues with non-baxter bags containing fentanyl. If the spike was not inserted just right it would fall out of the bag tubing resulting in a leak. This was observed during patient infusion. There was no report of patient injury or medical intervention associated with this event. No additional information is available.